Manufacturer narrative:
No product was returned. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this mechanical valve, echocardiographic findings revealed aortic regurgitation (ar) due to a stuck leaflet. There was no observation of a paravalvular leak. The surgeon reopened the surgical site, removed the sutures and retrieved the valve. An annulus expansion was performed and the same valve was re-implanted in a supra-annular location, which resolved the ar. There were no adverse patient effects reported.